Event description:
Hcp reported that while the physician was inserting a catheter and it became coiled. As the physician withdrew the catheter and stylet from the needle, the distal end of the catheter broke off and is free in the intrathecal space. A new catheter was then implanted without incidence. Multiple attempts to contact the hcp for more information were unsuccessful.